Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 4/26/2019, which resulted the product correction. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting an aneurysm on the m1 segment, the 1.5mm x 2.5 cm galaxy g3 mini coil (glm915025 / l11372) did not deploy correctly. During advancement in the sl-10® microcatheter (stryker), the coil got stuck potentially due to a faulty microcatheter. The coil did not exit the distal end of the microcatheter, it stretched in the proximal part of the microcatheter and had to be removed. The coil was removed undetached and without any additional damage noted. There was no resistance between the guidewire and the microcatheter when the physician was accessing the target site. Resistance was experienced during the coil advancement through the microcatheter at the distal end. It was not known if continuous flush had been maintained through the microcatheter. Prior to this coil, no other coil went through the microcatheter. There was no noticed of any kinks on the microcatheter. Additional intervention was not required; the event delayed the procedure by 2 minutes. The procedure was completed using a new microcatheter and different coils. There was no report of any patient injury or complications related to the reported event. The product is reported as not available for return. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l11372) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. The complaint reported that the coil became stuck in the microcatheter and stretched in the proximal part of the microcatheter. It is possible that during the attempt to advance the coil and the coil becoming stuck, the coil manipulation and its interaction with the microcatheter may have contributed to the coil becoming stretched. With the additional information provided but without the product and concomitant microcatheter available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l11730) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 1.5mm x 3 cm galaxy g3 mini coil (glm915030 / l11730) did not deploy correctly. It stretched in the proximal part of the microcatheter and had to be removed. There was no report of any patient injury or complications related to the reported event.